Event description:
In 2008, the distributor reported that during inspection prior the shipping of the product, it was identified that the screw head came off. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur during surgery. Request has been made to obtain the product. Evaluation is pending upon the return of the product.